Event description:
Healthcare professional reports that this repeat apheresis donor was not feeling well after donation. The donor was quickly moved into the upright position from a reclining position right after donation. At the time of the donor being placed upright, the donor became nauseous and experienced tingling in the legs. Tums was given to the donor. The donor reported feeling funny for a while after leaving the site, but felt fine that evening and the next day.